Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 380cc mentor smooth round high profile and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician. As a result, the patient underwent unilateral removal and replacement with a 380cc mentor smooth round high profile (catalog #:3503380, serial #:(B)(4)) on(B)(6) 2019.

Manufacturer narrative:
On 10/15/2019, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device it revealed that there was an area of missing material located at the anterior view, measuring approximately 0.9 cm x 1.8 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).